Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a breakage of the drill occurred. It happened during surgery and patient was involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used in treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the drill bit broke during a revision procedure on (B)(6) 2013. The surgeon was removing four (4) unknown screws (manufacturing company of screws currently unknown) that had suboptimal positioning and increased displacement. During the procedure, the drill bit broke off in the femoral head where it subsequently remained.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.